Manufacturer narrative:
The lot number was provided and a review of the device history records is underway. The device was discarded by the user facility. The investigation is currently underway.

Event description:
It was reported that during use in an extremely calcified iliac bifurcation, a portion of the crossing support catheter detached after the physician applied force during retraction. Another crossing support catheter was advanced through a second access site on the opposite side and the detached portion was removed with a snare through this second catheter, completing the procedure. There was no report of injury to the pt.